Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged 3 pins were burnt. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported to carefusion that the unit had a burnt lemo connector on the ventilator and on the ac adapter. It is unknown whether there was any patient involvement associated with this complaint.

Manufacturer narrative:
Please note that is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.